Event description:
It was reported that (1) pro46 was used during a lap chole procedure. It was reported by the rep that the specimen retrieval bag broke during surgery. Finished the case with another bag. There was no consequence to pt.